Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log did not identify any errors related to the reported complaint. Visual testing was performed. Functional testing initially could not be completed due to a software error, and the customer¿s reported problem of a reset error was confirmed during power-up testing. The most probable cause of the reported issue was related to a software error condition. The gear motor, hub gear, and pwa board were replaced, and the software was updated to fix the issue.

Event description:
It was reported that the pump had a red error screen at startup "41786" across "0004". The event occurred during set-up. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.